Event description:
It was reported by the affiliate that the tlc10 was used during unknown procedure. It was reported by the affiliate that the firing knob would not advance. Another instrument was used to complete the case. No adverse pt outcome.